Event description:
Fifty five-year-old male receiving tpn via right subclavian catheter, found to have leakage from external catheter tubing, not amenable to repair with repair kit. Pt subsequently underwent removal of the catheter and insertion of left subclavian catheter.